Event description:
A nurse reported that during intraocular lens (iol) implant surgery, the lens was placed in the eye, then removed due to a possible posterior capsule tear. Additional info was received from the surgeon, who reported that the lens bag broke while injecting the lens into the eye. The lens was removed and replaced with a different model lens in the sulcus, due to poor capsular support. The surgeon added that he could not say there was a defect with the lens material.

Manufacturer narrative:
Eval summary: the lens was returned for eval. Optic damage and dried solution was observed on the lens. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the reported pc-tear. There have been no other complaints reported in the lot umber. Additional info was requested and received. (B)(4).